Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation approximately one week post implant. Stimulation was noted during threshold testing. The right atrial (ra) lead was revised and remains in use. No further patient complications have been reported as a result of this event.